Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was found with a battery status indicator of elective replacement indicator (eri) at 2.46 volts. Visual inspection identified no anomalies to any of the seal plugs.the device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device performed normally throughout laboratory testing.

Event description:
--

Manufacturer narrative:
The device was returned to boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Event description:
Boston scientific crm received information from an implant form that this device, right atrial (ra) and right ventricular (rv) leads were replaced due to electrogram noise and loss of capture. The device was explanted and both leads were surgically capped. A new system was implanted in the right pectoral region. No defibrillation threshold testing was performed during this procedure.

Manufacturer narrative:
To date, the device has not been received at boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received and/or the device is returned.